Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retain lot w62705b. No issues with tni recovery were observed. The customer returned 1 device of lot w62705b which is not sufficient for an investigation therefore it was not tested. Manufacturing batch records for lot w62705b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following events occurring on one patient: on (B)(6) 2017, the patient walked into the emergency department with a high fever and was admitted. Both an edta plasma sample and a heparin plasma sample were collected from the patient. The edta plasma sample was tested using the triage cardiac triple marker panel and produced a tni result of <0.05 ng/ml. The heparin plasma sample was tested using the siemens exl and produced a tni result of 0.104 ng/ml. The customer provided the following reference ranges: <0.056 ng/ml (negative); 0.057-0.099 ng/ml (intermediate risk); >0.100 ng/ml (high risk). The customer is unable to provide any information regarding the diagnosis of the patient. However, no treatment or intervention was administered or withheld based on the triage tni result. As of (B)(6) 2017, the patient had not been discharged.